Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos), particularly when the patient is exercising. It was noted that previously the patient experienced inappropriate shock due to twos, has had multiple false rv lead integrity alerts due to twos, and has had twos causing a vt-ns (ventricular tachycardia-nonsustained) episode. Lead integrity alerts were triggered due to high rate non-sustained episodes and sensing integrity counter (sic). The rv lead¿s sensitivity has been previously adjusted to help address twos to no avail. The physician was wondering what else can be done to address the t-wave oversensing and discussed rvtip to rvcoil sensing polarity. Then eleven days later the patient presented again with two while programmed to bipolar rv sensing. It was noted that there are small r-waves. The rv lead was reprogrammed again back to ib (integrated bipolar) and remains in use. It was then further reported that a rv lead integrity alert was triggered, there were high rate non-sustained episodes, and the rv lead continued to have twos. The rv lead was now explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.